Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One (1) photo was provided with the complaint report. The photos shows the system packaged within a plastic hoop inside a pouch. The catheter appears to have been dissected at the proximal hub. A manufacturing record evaluation was performed for the finished device 31469832 number, and no non-conformance's related to the malfunction were identified. The issue regarding an impeded stent cannot be evaluated with the provided photo. As no manufacturing defects were identified, the failure mode experienced may have been the result of other factors, either isolated or in combination, such as transport, storage, handling or other undetermined factors. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during an endovascular embolization, an enterprise® vascular reconstruction device (enc452800, 9320823) was impeded in proximal of a prowler select plus microcatheter 150/5cm (606s255x, 31469832) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 22-apr-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedural delays due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, during an endovascular embolization, an enterprise® vascular reconstruction device (enc452800, 9320823) was impeded in proximal of a prowler select plus microcatheter 150/5cm (606s255x, 31469832) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 22-apr-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedural delays due to the event. One (1) photo was provided with the complaint report. The photos shows the system packaged within a plastic hoop inside a pouch. The catheter appears to have been dissected at the proximal hub. The device was returned to j&j medtech for further evaluation. One non-sterile prowler select plus 150/5cm was received in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the catheter hub was found separated from the ID band. No other damages were found. Microscopic examination showed that the hub had been deliberately cut. The ID band was missing, and a clean cut was observed on the proximal portion of the microcatheter, suggesting the damage was caused by a sharp object. However, the edges of the portion still attached to the hub were elongated, indicating the device had been pulled off. The device was confirmed to be within specifications for the outer diameter (od) and distal inner diameter (ID). The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated due to the conditions in which the microcatheter was returned. The reasons of why the device has been cut remain unknown. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.